Manufacturer narrative:
The reported problem could not be duplicated. The device passed performance testing within product specification.

Event description:
Pt experienced respiratory distress while device was in use. The pump was programmed for morphine 1 mg/ml, pca dose of 1 mg with a 10 minute lockout, no 4 hour limit selected. At 3:30pm the pt was reportedly found "difficult to arouse with respirations of 11 per minute and an oxygen saturation of 68." She received one dose of narcan o.4mg IV and "by 3:45pm she was just sleepy and her oxygen saturation was up to 90%." She recovered quickly without adverse sequelae. The amount of medication left in the vial was not compared to the expected delivered amount. Customer contact states possible overdelivery versus cummulative narcotic effect. No add'l info was available.